Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was hospitalized on (B)(6) 2014 with a blood glucose (bg) level between 370 and 400 mg/dl, with abdominal symptoms and large ketones. Treatment included insulin injections, IV insulin and IV fluids. The patient alleges the pump under-delivered insulin due to under-responsive up and down arrows on the keypad. This complaint is being reported because the patient experienced hyperglycemia related to the allegedly unresponsive keypad.

Manufacturer narrative:
(B)(4). Additional device evaluation: a review of the pump histories indicated that the last bolus delivery occurred on (B)(6) 2014, and the last basal delivery occurred on (B)(6) 2014. The suspend history indicated that the pump was manually suspended on (B)(6) 2014 at 16:55 and was manually resumed at 17:16, and was also manually suspended on (B)(6) 2014 01:29 and manually resumed the same day at 07:56. The pump history indicated a replace cartridge alarm had occurred at 09:19 on (B)(6) 2014; the pump was primed and deliveries resumed at 09:51.

Manufacturer narrative:
Additional information: on (B)(6) 2014 the patient alleged an additional inaccurate delivery issue not related to the button response issue. It is unclear at this time what the specific delivery issue was.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.